Event description:
It was reported that the arthroplasty was revised due to periprosthetic fracture. The components were implanted in situ for ~0.3 y. The acetabular liner, femoral head, and femoral stem components were revised. The patient presented with a ucla score of 6 three months prior to revision surgery and a maximum score of 6.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown modular dual taper stem. It was noted that the devices would not be returned for evaluation because they were retained by the drexel implant research center. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.